Manufacturer narrative:
This medical device report will be closed as a duplicate of MFR report #1416980-2017-06691. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis was unknown; however, the patient reported a contributing factor may be a past medical history of autoimmune disorder causing a weakened immune system. The peritonitis was manifested by abdominal pain, fever, vomiting, cloudy effluent and ¿not feeling right¿. The same day as event onset the patient was hospitalized for the event and began treatment with tobramycin (for five days, route, dose and frequency not reported). Three days later the patient was treated with nystatin (5ml four times a day, for two weeks, route not reported). Three days later the patient began treatment with cefazolin ( for 16 days, dose, route and frequency not reported). The patient was discharged three days after hospital admission. At the time of this report, the effluent was reported as ¿crystal clear¿ and ¿symptoms¿ have gone away and the patient stated they feel good. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). At the time of this report, the peritonitis was ongoing and antibiotic treatment was ongoing at home. Dianeal and extraneal therapies were ongoing at the time of the event. No additional information is available.